Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was congestive heart failure. The caller stated that the customer fell on (B)(6) 2017, was hospitalized on (B)(6) 2017 and was taken off insulin pump therapy on (B)(6) 2017. The customer fell again, on a royal wood, was admitted into a hospital's intensive care unit but never recovered. The customer had brain hematoma, had a brain surgery which was not successful. The caller stated that they had issues with keeping the customer's blood glucose levels stable. The customer had multiple strokes, had a stent, heart disease, and kidney issues. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2017. The customer was not using sensors. The caller declined returning the insulin pump for analysis.